Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the ins began to migrate from the pocket site. The physician scheduled the patient to have the implant removed/replaced on (B)(6) 2017, but the patient did not show up for the procedure; the physician and office were trying to get in contact with the patient. It was noted there was no sign or evidence of infection, just migration of the battery, and that there were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting performed. The issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.